Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver instrument had loose and broken cable. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the large suturecut needle driver instrument silver cable broke during procedure. The instrument was inspected prior to use and there were no abnormalities found. The instrument had no issues in opening and closing the grips. There were no issues related to the left/right yaw or up/down motion of the instrument grips or wrist.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument was found to have a broken grip cable at the distal end. The distal idler pulley spun freely and did not exhibit any damage. Further investigation found a damaged blade. Both blade edges were indented.

Event description:
Refer to h10/h11 for follow-up information.